Manufacturer narrative:
The customer reported complaint for the thermogard console (sn: (B)(4) displayed tcmid:05 (coolant diff failure) error message was confirmed during the event log review but not during the initial functional testing. During device evaluation, the lm34 temperature sensor connector on the I/o bord was found to be oxidized, which most probably caused the thermogard console to display the tcmid:05 error message. The root cause of the oxidation was a possible overflow of saline inside of the console, most likely caused by user mishandling. There was no leaking start-up kit (suk) complaint reported by this customer. Upon visual inspection, no physical damage was observed. During functional testing, the thermogard console displayed tcmid:06 (ce post failure) and mid:09 (air trap assembly) error messages upon powering up, unrelated to the reported complaint. The root cause of the tcmid error messages (tcmid:05 and tcmid:06) was an oxidized lm34a/b connector on the I/o board. The defective lm34 temperature sensor and I/o board need to be replaced to remedy the faults. The root cause of the mid:09 error was the defective air trap sensor board due to a possible overflow of fluid into the air trap chamber. Thermogard console's event log data were reviewed and revealed a tcmid:05 (coolant diff failure) error message on and around the customer's reported event date, thus confirming the reported complaint. The customer has decided to purchase a new thermogard console; therefore, the service will not be performed. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard system with sn: (B)(4).

Event description:
As reported, the thermogard console (sn: (B)(4) displayed tcm ID:05 (coolant diff failure) error message. The customer rebooted the console several times, however, the error could not be cleared. The patient's status information was requested but the customer did not provide a response.